Event description:
It was reported that after surgery of a da vinci s prostatectomy procedure, the surgical staff found 2 burned portions at the tip of the maryland bipolar forceps instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The instrument was found with arcing burn marks at the yaw pulley, one near the grip cable, and the other at the base of the jaw grips, with a similar arc mark on the same location on the distal clevis. An additional observation found deep scratches with material removal on the distal end of the main tube. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removal ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.